Event description:
It was reported that before a band procedure, a leak was detected prior to use on the patient. The case was completed with another band. There were no consequences for the patient.

Manufacturer narrative:
(B)(4) = cut upon visual inspection, it was observed that the balloon was returned damaged on one side. A visible cut of 1.2cm in length was observed. As a result of visual inspection, no functional tests were performed. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release. Also prior to distribution, all products were visually inspected according to strict criteria. A review of the manufacturing records indicates that this lot met all release criteria. Therefore a manufacturing issue is unlikely to have contributed to this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.